Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "right ankle fracture", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 6.25ml of harmonyca lidocaine. The patient was pre-treated with topical compound lidocaine cream. Approximately six months later, the patient experienced non device related "a fracture of the right ankle joint due to a car accident and underwent external fixation with a plaster cast at the emergency department. " two days later, ¿a surgical operation for the right ankle joint fracture was performed.¿ the event is ongoing.